Event description:
In december 2005, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the ankle, it was reported the electrode detached and remained in the patient's ankle. The electrode was not retrieved.